Manufacturer narrative:
The investigation for the limb ischemia and introducer damage has been completed. No product was returned and logs are not applicable. The root cause of the detachment was not determined since no product was returned and insufficient clinical details were provided. According to clinical details, the distal perfusion catheter was placed in the left femoral artery (lfa) and the impella was inserted through the right femoral artery. No vascular interventions were needed on the right side. Therefore the root cause of the limb ischemia could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The us complainant had been placing a cp via the 14fr sheath in a patient with known peripheral artery disease. The artery was known to be tortuous and calcified. The pump was placed for delivery via the 14fr and the pump was unable to be fully delivered. The delivery was aborted but, during the withdrawal of the pump, the pump suffered a cannula detachment. The product was snared out of the native anatomy. The support was replaced by a tandem to vent the left ventricle instead. The team then placed a distal perfusion catheter to the left leg which was accessed by the impella sheath. The patient was subsequently transferred to a unit.